Manufacturer narrative:
Complaint conclusion: as reported, a cross-over was made with a non-cordis guiding sheath and a 4x40mm 155cm saber percutaneous transluminal angioplasty (pta) balloon catheter was delivered to the lesion for inflation. However, it ruptured at eight (8) atmospheres (atm). Therefore, it was replaced with a new non-cordis balloon catheter to perform pta and a smart stent was implanted. Then a 7f exoseal vascular closure device (vcd) was used for hemostasis. The exoseal and sheath introducer were retracted as a unit, and then, the back-flow from bleed back indicator stopped. The exoseal and sheath introducer continued to be retracted carefully as a unit until the graphic pattern in the indicator window changed to black-black. So, the physician pressed the deployment button and waited for several seconds. However, the hemostasis plug was confirmed to be in the delivery shaft. The exoseal came out of the patient without plug deployment. Therefore, hemostasis was achieved by manual pressure. There was no bleeding complication occurred during or after the procedure. There was no reported patient injury. The patient was (B)(6)-year-old male. The target lesion was the superficial femoral artery. The patient¿s vessel level of tortuousness was unknown. The lesion was heavily calcified. The rate of stenosis was unknown. The device was not returned for analysis due to the patient¿s infectious disease. A device history record (DHR) review of lot 17646863 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst-at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. The reported ¿vascular closure device deployment difficulty- unable¿ also could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Based on the limited information available for review, vessel characteristics (heavily calcified) may have contributed to the balloon burst reported since calcified/resistant lesions can damage a balloon. However, it is unknown what factors may have contributed to the deployment difficulty reported. According to the instructions for use for the saber rx pta catheters, which is not intended as a mitigation, ¿the rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence), will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over pressurization. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time.

Event description:
As reported, a cross-over was made with a non-cordis guiding sheath and a saber percutaneous transluminal angioplasty (pta) balloon catheter was delivered to the lesion for inflation. However, it ruptured at 8 atmospheres (atm). Therefore, it was replaced with a new non-cordis balloon catheter to perform pta and a smart stent was implanted. Then a 7f exoseal vascular closure device (vcd) was used for hemostasis. The exoseal with a sheath introducer was retracted as a unit, and then, the back-flow from bleed back indicator stopped. The exoseal with the sheath introducer was continued to be retracted carefully as a unit until the graphic pattern in the indicator window changed to black-black. So, the physician pressed the deployment button and waited for several seconds. However, the hemostasis plug was confirmed to be in the delivery shaft. The exoseal came out form the patient without plug deployment. Therefore, hemostasis was achieved by manual pressure. There was no bleeding complication occurred during or after the procedure. There was no reported patient injury. The products were clinically used and they have been discarded due to infectious disease and will not be returned for analysis. The patient was (B)(6)-year-old male. The target lesion was the superficial femoral artery. The patient¿s vessel level of tortuousness was unknown. The lesion was heavily calcified. The rate of stenosis was unknown.

Manufacturer narrative:
A cross-over was made with a non-cordis guiding sheath and a 4x40mm 155cm saber percutaneous transluminal angioplasty (pta) balloon catheter was delivered to the lesion for inflation. However, it ruptured at eight (8) atmospheres (atm). Therefore, it was replaced with a new non-cordis balloon catheter to perform pta and a smart stent was implanted. The target lesion was the superficial femoral artery. The patient¿s vessel level of tortuousness is unknown. The lesion was heavily calcified. The rate of stenosis was unknown. Then a 7f exoseal vascular closure device (vcd) was used for hemostasis. The exoseal and sheath introducer were retracted as a unit, and then, the back-flow from bleed back indicator stopped. The exoseal and sheath introducer continued to be retracted carefully as a unit until the graphic pattern in the indicator window changed to black-black. So, the physician pressed the deployment button and waited for several seconds. However, the hemostasis plug was confirmed to be in the delivery shaft. The exoseal came out of the patient without plug deployment. Therefore, hemostasis was achieved by manual pressure. There was no bleeding complication occurred during or after the procedure. There was no reported patient injury. The patient was an 85-year-old male. The saber did not look normal when removed from its packaging. The saber was prepped normally (i.e. Maintained negative pressure). There was no difficulty removing the product from the hoop, the protective balloon cover, removing the stylet or any of the sterile packaging components. There were no kinks nor other damages noted prior to inserting the saber into the patient. The contrast to saline ratio was 2:1. A non-cordis inflation device was used. The same indeflator was used successfully with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve. The balloon inflated normally. The saber was removed intact (in one piece) from the patient. There were other anomalies noted when the saber was removed from the patient. The physician used the exoseal vcd more than 30 times prior to this procedure. The exoseal vcd was prepped according to instructions for use (IFU). There were no visible signs of device/package damage prior to use. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm in diameter. There was resistance/friction experienced as the exoseal vcd was advanced through the sheath. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd. Excess force was not used during insertion. The vascular sheath introducer was retracted until the hub engaged with the indicator wire cowling. The vascular sheath introducer was locked against the handle assembly and an audible click heard. The physician did not have the thumb placed on the plug deployment button during retraction. The deployment button was fully depressed and flushed against the handle. Excess force was not needed to fully depress the button. The button did not depress half way only. The indicator window did not show any red color during retraction. The device was not returned for analysis due to the patient¿s infectious disease. A device history record (DHR) review of lot 17646863 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst-at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. The reported ¿vascular closure device deployment difficulty- unable¿ also could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Based on the limited information available for review, vessel characteristics (heavily calcified) may have contributed to the balloon burst reported since calcified/resistant lesions can damage a balloon. However, it is unknown what factors may have contributed to the deployment difficulty reported. According to the instructions for use for the saber rx pta catheters, which is not intended as a mitigation, ¿the rated burst pressure is based on the results of in vitro testing. At least (B)(4) of the balloons (with a 95% confidence), will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over pressurization. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ according to the instructions for use for the exoseal vcd, which is not intended as a mitigation, ¿approximately 1-2 seconds after depressing the deployment button retract the exoseal vcd and vascular sheath introducer as a unit until the system is fully removed from the patient and apply light, non-occlusive pressure to the wound site. If hemostasis has not occurred, continue applying light manual pressure to achieve hemostasis.¿ neither the dhrs nor the information available suggests a design or manufacturing related cause for the reported events. Therefore, no corrective/preventive action will be taken at this time.

Manufacturer narrative:
Additional information was provided and is included in section b4. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a cross-over was made with a non-cordis guiding sheath and a saber percutaneous transluminal angioplasty (pta) balloon catheter was delivered to the lesion for inflation. However, it ruptured at 8 atmospheres (atm). Therefore, it was replaced with a new non-cordis balloon catheter to perform pta and a smart stent was implanted. Then a 7f exoseal vascular closure device (vcd) was used for hemostasis. The exoseal with a sheath introducer was retracted as a unit, and then, the back-flow from bleed back indicator stopped. The exoseal with the sheath introducer was continued to be retracted carefully as a unit until the graphic pattern in the indicator window changed to black-black. So, the physician pressed the deployment button and waited for several seconds. However, the hemostasis plug was confirmed to be in the delivery shaft. The exoseal came out form the patient without plug deployment. Therefore, hemostasis was achieved by manual pressure. There was no bleeding complication occurred during or after the procedure. There was no reported patient injury. The products were clinically used and they have been discarded due to infectious disease and will not be returned for analysis. The patient was an 85-year-old male. The target lesion was the superficial femoral artery. The patient¿s vessel level of tortuousness was unknown. The lesion was heavily calcified. The rate of stenosis was unknown. The saber did not look normal when removed from its packaging. The saber was prepped normally (i.e. Maintained negative pressure). There was no difficulty removing the product from the hoop, the protective balloon cover, removing the stylet or any of the sterile packaging components. There were no kinks nor other damages noted prior to inserting the saber into the patient. An omnipaque 350 contrast media was used. The contrast to saline ratio was 2:1. A non-cordis inflation device was used. The same indeflator was used successfully with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve. The balloon inflated normally. The saber was removed intact (in one piece) from the patient. There were other anomalies noted when the saber was removed from the patient. The physician used the exoseal vcd more than 30 times prior to this procedure. The exoseal vcd was prepped according to instructions for use (IFU). There were no visible signs of device/package damage prior to use. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm in diameter. There was resistance/friction experienced as the exoseal vcd was advanced through the sheath. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd. Excess force was not used during insertion. The vascular sheath introducer was retracted until the hub engaged with the indicator wire cowling. The vascular sheath introducer was locked against the handle assembly and an audible click heard. The physician did not have the thumb placed on the plug deployment button during retraction. The deployment button was fully depressed and flushed against the handle. Excess force was not needed to fully depress the button. The button did not depress half way only. The indicator window did not show any red color during retraction.